Manufacturer narrative:
Additional information: b3, h6 (update) and h11. H11: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set could not connect to the intravenous hub. The luer lock connector at the end was locked and unable to rotate, making the tubing unsecure. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date in november 2025. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.